Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported that (B)(6) from the purchasing department of the hospital reported on behalf of team leader or by phone and e-mail that the inner package of the scorpio nrg was sealed into the outer packaging, which led to a non sterile environment. As a similar product was available, the surgery could be continued successfully.